Manufacturer narrative:
The pad device was installed on (B)(6) 2009 but the pad-pak was then removed and re-inserted on (B)(6) 2009. The device fails a self test on (B)(6) 2011 due to a low battery but then performs successfully until (B)(6) 2011. The problem with the device was attributed to faulty pogo-pins. Testing indicated that under load the current flow through the pogo-pins was sufficiently reduced when the pad-pak was agitated to trigger the low battery warning. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and then green if the pad-pak is removed and re-inserted. A in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.